Event description:
The carto did not recognize the catheter. Switched out the handle with a new one. The problem still occurred. We ended up switching out the catheter and the problem was fixed. No harm came to the patient.